Event description:
It was reported that the patient was experiencing inadequate stimulation due to having high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads will not be returned as they were kept by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a month ago from the date the manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. .serial:(B)(6). Batch: 7080475.